Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the display device showed a transmitter failed error on (B)(6) 2017.the device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and passed. A pairing test was performed with a known good transmitter and failed. Data log not available for review. Confirmation of the reported event of a transmitter failed error could not be determined. A probable cause could not be determined.